Manufacturer narrative:
Covidien reference number: (B)(4). The o2 sensor was replaced.

Manufacturer narrative:
Covidien reference number:the o2 sensor was replaced.

Event description:
It was reported that during testing, the ventilator oxygen (o2) sensor drifted out during calibration. There was no patient attached to the ventilator.